Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system leakage occured. The following was received by the initial reporter: during use, the head nurse found that there was leakage at the junction of the extension tube and the needle seat.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system leakage occured. The following was recieved by the initial reporter: during use, the head nurse found that there was leakage at the junction of the extension tube and the needle seat.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number8 3016082. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see h10.